Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/03/2024.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, total delamination assessed as adhesive failure. Use error: observed, one opening assessed as surgical damage per rga. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "noticed a hole and cut with knife to drain during explant surgery". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date of 2004.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional later reported "noticed a hole and cut with knife to drain" during explant surgery. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.